Event description:
It was reported to fresenius medical care by a registered nurse that, the nipro adapter break at the neck and get stack in patient catheter exit sites and needles. Turning clockwise makes it go dipper and anticlockwise harder to pull they are breaking at the neck. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).